Event description:
While accessing the pt for angioplasty, the floppy distal portion of the 0.018 wire broke and was retained in the external iliac artery. An unplanned stent was placed over the wire, which occluded it against the arterial wall. The stent broke during access while removing the micropuncture wire. The wire became deformed while being positioned in the external iliac artery. The exact lot number is unk. The current status of the pt is unk.

Manufacturer narrative:
(B)(4). Event still under investigation.